Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2014; 310c33 tissue valve, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a sepsis infection of an unknown source. Blood cultures taken were positive for candida parapsilosis and coagulase negative staphylococcus. The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.